Event description:
It was reported that the patient experienced nighttime low glucose alerts while using the ilet system, though device data reviews showed infrequent lows overall and predominantly in-range values; the patient was educated that frequent corrective actions for perceived lows could prompt additional insulin needs and subsequent lower glucose trends. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education without medical intervention or hospitalization. Investigation included review of device-reported glucose trends and user interaction history. Investigation of this case revealed no device malfunction and suggested user behavior, specifically overcorrection, as a contributing factor to perceived low-glucose alerts, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management practices rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.